Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7078923. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7085770. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7085806.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing pain at the incision site. The patient's wound was checked, and the physician assessed that the incision site was opened. The patient underwent irrigation and debridement of their lead and extension site and is doing well.